Event description:
It was reported that a patient had an erosion 3-6 months ago. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID neu_unknown_lead, lot# unknown, product type lead. (B)(4).